Manufacturer narrative:
Due to character limit in the e1 section: (B)(6). A supplemental report will be subitted upn the completion of the investigation.

Event description:
It was reported by customer that prior to use, the cardiosave intra aortic balloon pump kept fluffing between the pressure and ECG trigger. There was no patient involvement and no injury were reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6-type of investigation, investigation findings, investigation conclusion and h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. He could not reproduce ECG fluctuations to bp, safety, and functionality checks completed per the service manual and passed to factory specifcations. Returned for clinical service upon completion. Completed validation successfully. Product passed all functional and safety tests per manufacturer specifications. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
N/a.

Manufacturer narrative:
Updated field- b4, g1 (contact person ¿ mfg site), g3, g6, h2, h11. Corrected field- h6- medical device ¿ problem code.